Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer's insulin pump was alarming repeatedly, and the buttons were not working. The customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to an open connector on the liquid crystal display board. No alarm, to indicate a displayable history error, could be confirmed due to the keypad anomaly.